Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), skin fissures ("my hands cracked") and skin haemorrhage ("hands bled especially in winter") and was found to have weight increased ("weight gain on and off"). The patient was treated with surgery (hysterectomy in 2017). Essure was removed in 2017. At the time of the report, the medical device removal, weight increased and skin haemorrhage outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, medical device removal, skin fissures, skin haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: hand cracked, hand bleed especially in winter. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy 2017). Essure was removed in 2017. At the time of the report, the medical device removal and weight increased outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, abdominal distension and weight gain.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event weight gain, essure insertion and removal date and new reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), skin fissures ("my hands cracked"), skin haemorrhage ("hands bled especially in winter"), alopecia ("hair very thin"), hair texture abnormal ("hair super dry"), fatigue ("lots of fatigue") and arthralgia ("joint pain") and was found to have weight increased ("weight gain on and off"). The patient was treated with surgery (hysterectomy in 2017). Essure was removed in 2017. At the time of the report, the medical device removal, weight increased, skin haemorrhage, alopecia and hair texture abnormal outcome was unknown, the abdominal distension had not resolved and the fatigue and arthralgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, fatigue, hair texture abnormal, medical device removal, skin fissures, skin haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received: events: lots of fatigue and joint pain, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and abdominal distension." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), skin fissures ("my hands cracked"), skin haemorrhage ("hands bled especially in winter"), alopecia ("hair very thin") and hair texture abnormal ("hair super dry") and was found to have weight increased ("weight gain on and off"). The patient was treated with surgery (hysterectomy in 2017). Essure was removed in 2017. At the time of the report, the medical device removal, weight increased, skin haemorrhage, alopecia and hair texture abnormal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, alopecia, hair texture abnormal, medical device removal, skin fissures, skin haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " hair very thin and hair super dry" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and abdominal distension." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.